Manufacturer narrative:
The patient was transferred from a bed to a wheelchair by using maxi move and arjo flite sling (mfa1000m-l.). It was reported that the sling shoulder clip detached during the patient transfer. The event happened while turning the patient on the lift ready to be lowered into the wheelchair. The customer stated that the caregiver used the patient's legs to turn. After the event the device was examinated by arjo technician. The visual inspection of the lift showed paint peeling, very minor scratches around the lift legs. The functiuonal test of the device and sling did not showed any malfunction. The instruction for use for maxi move (001.25060 rev. 19) device contains information that: "warning: always check that all the sling attachment clips are fully in position before and during the lifting cycle, and in tension as the patient weight is gradually taken up." "Warning: do not attempt to move the lift by pulling or pushing on the mast, the jib, the spreader bar or the patient as this can cause the lift to topple over, and cause injuries. Always use the manoeuvring handle when displacing the lift." The sling clip was designed with a narrow slot to ensure a snug fit onto the spreader bar lug. Also, the mushroom-shaped lug on the spreader bar prevents the clip from inadvertent removal. When the tension is present during the transfer there is a downward force on the clips, ensuring the clips remain in the desired location on the lugs. Therefore, the detaching of the sling leg clip in normal condition is unlikely. Following the facility staff statement, the patient legs were pulled by the caregiver during the transfer. This situation could affect the tension of the sling and further lead to detachment of the clip. The customer believes that this event was caused by user error. There was no sling and lift issue found during the inspection which might lead to the resident fall. The arjo floor lift and the sling fitted with clips were used as a system during the resident transfer. The clip of the sling detached from the lift spreader bar and from that perpective, the system did not meet its performance specification. The complaint was decided to be reportable due to to reported sling clip detachment during transfer.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
The customer reported that the patient was transferred from the bed to the wheelchair . When the patient was lifted the sling leg clip detached. The caregiver stated that he was using patient's legs to turn.as a consequence of the event the patent fell out from the device and sustained bump to back of the patents head and bruising to left shoulder and arm.